Manufacturer narrative:
This event occurred during an unspecified date in (B)(6) 2018. (B)(6). The lot was manufactured between 4 to 5 june 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a revaclear 300 had an external solution leak at the venous port. The leak was discovered during patient infusion. It was noted that blood was returned to the patient and no blood loss was reported. There was no patient injury or medical intervention associated with this event. No additional information is available.